Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level above 400 (mg/dl) and an adverse reaction to their chemotherapy. Reportedly, the customer's bg levels were not decreasing so they changed their pump supplies. After the supply change, they delivered pump boluses and their bg levels decreased. The customer was released (B)(6) 2016.

Manufacturer narrative:
(B)(4).